Event description:
A malfunction was reported with code malf 12, and it was noted that no notable events occurred prior to the incident. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterward. The customer was advised that they could continue using the pump and to contact support if the issue reappeared.